Event description:
During peritoneal dialysis, pd machine ceased to work and alarm began to sound. Clinical staff unable to utilize aspects of the machine including touch screen, power button, and alarm silence button. Battery removed from machine and unplugged. New machine obtained and set up to utilize for patient appropriately to restart pd treatment. FDA safety report ID # (B)(4).